Manufacturer narrative:
After battery installation, the lcd screen was blank. Upon further review, the electronic board particularly in the area where the battery connector plugs into the board shows signs of corrosion. Unable to perform functional tests including displacement and self tests due to the blank display. There's a crack in the battery tube which starts at the corner of the belt clip rails. Also the s/n label located between the belt clip rails is illegible.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had partial display. Customer also reported that it was hard to read the screen. Customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.